Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replacement of the pca vent monitoring board, flow control valve, and o-ring was recommended to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Hold smp 12.13the hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.